Event description:
It was reported that after a diagnostic laparoscopy, the patient was then seen at another facility a couple of weeks later and a stick pin with threads type of foreign body was found inside the patient during another diagnostic laprascopy. There is no device to be returned.